Event description:
It was reported via repair work order that the upper and lower lifting bars were bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.